Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint is from a literature review from canada; - "midterm results of a contemporary, porous-coated acetabular system in patients undergoing primary total hip replacement for degenerative hip disease: a prospective, multicenter study". Authors: ian r. Wilson, md, thomas r. Turgeon, md, mph, trevor c. Gascoyne, msc, peng, craig j. Della valle, md, richard w. Mccalden, md, mphil. It was reported that one patient had a femur fracture. The article did not state the treatment for this event. No patient specific information is available beyond the article itself. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. G1

Event description:
It was reported that in this study "midterm results of a contemporary, porous-coated acetabular system in patients undergoing primary total hip replacement for degenerative hip disease: a prospective, multicenter study", one patient had a femur fracture. No treatment was reported for this event